Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: perforation not sealed resulting in surgical intervention. Device issue: leak - stent graft. It was reported that a perforation/dissection occurred with the use of another device which required treatment with a graftmaster stent. The graftmaster was implanted, but failed to seal the perforation. The patient required open surgical repair. No additional event or patient info is available.